Event description:
It was reported that the device still had a faulty charging port issue, and the site did try another cord. The customer returned the product for charging port issue, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. This was found while testing before putting the device back out on the floor, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a damaged/degraded downstream occlusion (dso) seal and defective dso sensor. Additionally, the pump had a problem detecting the cassette. After investigation the results indicated a reportable malfunction due to the damaged dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, and latch lock flex circuit senso, and the pump passed all functional tests and performed as intended after repair.